Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that, the customer had high blood glucose of 466 mg/dl and current blood glucose was 468 mg/dl. Customer treated high blood glucose with insulin pump. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Run manual prime and fill tubing with current set and the insulin exited at the quick release set. The troubleshooting was stopped. Customer advised will give himself manual injection and wait till he comes down and levels out then will reconnect and monitor. The device will not be returned for analysis.